Manufacturer narrative:
(B)(4).

Event description:
A bridge assurant biliary stent was been used for treatment of lesion in the left subclavian artery. The device was inspected prior to use with no issues noted. The lesion was tortuous and required a lot of torquing and pushing to deliver the device to the desired location. The device was inflated but when the physician began to deflate the device he noticed that it was very slow to deflate. The physician was eventually able to remove the device. The physician commented that the inflation lumen may have been kinked or damaged during delivery to the lesion site. The physician then went in via the brachial approach and delivered another stent successfully. The patient is reported to be fine post procedure and no additional clinical sequelae were reported. Evaluation summary: the shaft was partially flattened. There was a crystallized residue present in the inflation lumen and balloon. The crimp baked impressions were evident on the balloon. The inflation lumen was pinched and flattened distal to the strain relief. The device was inflated to both nominal and rated burst pressure, and could be deflated within deflation time specifications.